Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sough. This is being reported as a possible delamination, as chocking is possible as a result of delamination.

Event description:
I bought dental protector rexall brand (one sizes fits all). I followed given instruction which provided in the box. The front part of delta protector was separated form its base, when I put it in boiling water. I am sending receipt of purchase (photo copy) with lot and bar code which I cut them from box. Please sent me dental protector for night time grinding of teeth (one size fits all). Thank you for your concern.